Event description:
Patient reported that their meter/hcp meter comparison results were 143 mg/dl (ss) versus 185 mg/dl (hcp), respectively (23% difference). Tests were done a few minutes apart. No symptoms were reported. Control solution test reading was in range. Meter reportedly is not cleaned according to manufacturer's product recommendations. Lfs representative was unable to reach patient by phone to follow-up. Letter was sent to patient requesting that pt contact lfs. There was no allegation of harm.